Manufacturer narrative:
The insulin pump was received with no failed battery test alarm noted. Unable to prime due to moisture damage inside fsr. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had prime rewind anomaly and failed battery test. The blood glucose level was 122 mg/dl. The customer complained that excessive insulin exits during prime. The insulin pump will be returned for analysis.